Event description:
It was reported that a sling procedure was performed concomitantly with and through the same incision as an anterior colporrhaphy in 2003. Post-operatively the pt experienced urgency. The physician brought the pt back into the operating room and dissected the suture line. The physician pulled out the tape and implanted a new tape in another location. The pt has not had any further problems and is doing well.